Event description:
It was reported that the coil is no longer being held in place with the various magnet options. Imaging carried out showed bone growth over the implant magnet. No allegations of product deficiencies were indicated; however the device will be explanted on (B)(6) 2013.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.